Event description:
The report received from the field indicated that while preparing for a percutaneous coronary intervention (pci), the proximal stent struts were noted to be uplifted prior to insertion of the device into the patient. The product was not clinically used in the patient. There was no reported patient injury. Additional information has been requested but is not available at this time.

Manufacturer narrative:
The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.